Event description:
According to the reporter, during a laparoscopic gastrectomy, usage could be done in the first firing when resecting the duodenum. It was working without problems until the tissue was placed into the jaws and closed when resecting the stomach, that was removed in usual way. Temporarily, took it out of the abdominal cavity and movement check was done, but the green button did not light up (did not enter firing mode). The reload used at that time could be used without any problems with another handle. There was no patient injury. Medtronic's initial evaluation of the incident was that there was fatal error: no free queue full. The cause of the observed error was due to a software restrictions on the capacity of the queue.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the device did not enter firing mode. The reported issue could not be confirmed. The most likely cause could not be established from the information available. During the analysis of the handle log, the evaluation detected an unreported condition of fatal error: no free queue full caused by software restrictions on the queue. This condition has a potential for patient harm. This failure will result in the handle becoming unresponsive. The most likely cause for the condition is traced to inadequate software design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.